Manufacturer narrative:
(B)(4). The actual complaint product was not received for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Sample not yet received by manufacturer.

Event description:
It was reported that a customer complained that the flow of the homepump is very fast. The product infused was fortum antibiotic. There was no reported impact to the patient.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Additional information reported on 17nov2016 stated that a total of only 2 devices for lot # 0202119666 were impacted. Refer to MDR # 2026095-2016-00155 for device #1, lot # 0202119666. Refer to MDR # 2026095-2016-00198 for device #2, lot # 0202119666.